Manufacturer narrative:
H10: when leak testing was performed, the main block started to leak immediately. The o-rings in the interlock block were replaced and leak testing was performed again the device started leaking immediately. The main block was replaced to resolve the issue.

Manufacturer narrative:
Investigation results: one level 1 hotline low flow systems (hl-390) was returned for investigation in used condition. The customer reported product problem was verified. A leak was found during functional testing. The o-rings were replaced as a result. The device passed all the functional tests after this measure was taken.

Event description:
It was reported that the device exhibited an out-of-box failure. The device was leaking. There was no patient involvement.